Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. An additional finding not reported was slight damage at the edges of the carbide insert tip.

Event description:
It was reported that during a da vinci hysterectomy procedure, a wire separated on the mega suturecut needle driver instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.